Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) met with the customer to discuss the reported incident. It was concluded that the erratic results were only seen with their daily patient quality control samples, which were pierced in the closed mode of operation more than 10 times. This was causing the sample tube cap to deteriorate, affecting the blood aspiration from the tube. The customer agreed to advise the laboratory's staff to change the cap after five piercing to prevent possible erratic results on their daily patient quality control samples. Precision was performed, which passed. The customer's abbott quality controls were running within specifications. No instrument problem was found. The cell-dyn sapphire operator's manual, list number 08h10-01, revision a, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current investigation, a product malfunction has not been identified for the cell-dyn sapphire analyzer (list number 08h00-01) for the complaint issue. Method: review of complaint tracking and trending.

Event description:
The customer states that one patient sample generated an initial hemoglobin result of 6.3 g/dl on one of the cell-dyn sapphire analyzers in their lab. This result was not reported out. The sample retested at 9.8 g/dl on the other cell-dyn sapphire analyzer in their lab. The sample was retested on the initial analyzer and generated a result of 9.8 g/dl. The customer uses a normal range of 12.0 to 16.0 g/dl with a transfusion cut-off value of 8.0 g/dl. The customer runs patient samples in the closed mode of operation and states that the wbc and rbc parameters are also generating sporadic discrepant results. Controls are within specifications; however, the customer only runs controls in the open mode of operation. The customer does not wish to troubleshoot the issue and is requesting a service call. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Concomitant medical products: cds/4k hemoglobin rgt ln: 1h79-01.